Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Additional information received on (B)(6) 2014 stated both packages were from the same box and the, "end user was not hospitalized because of the use of our product. The customer went home using the product. The product lot number could not be obtained. As no complaint sample was received, an assignable cause could not be determined and investigation is inconclusive. No evidence was found that product failed to meet all of the requirements and specifications at the time of manufacture. There are no additional complaints reported for this specific icc code. A review of the complaint listing for the previous 12 months for this product icc codes indicates that this was the only complaint registered for this icc code, date and complaint issue. An evaluation has been conducted and no corrective actions will be raised. No additional information is available." Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It was reported patient using two packages of aquacel ag rope and the wound edges and peri-wound skin continued to get macerated within 24 hours in hospital and at home (no information provided about patients reason for being hospitalized).